Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and cholangioscopy procedures performed on (B)(6) 2023. During the procedure, the image of the spyscope ds ii was lost after seven minutes of usage. They reconnected the spyscope ds ii catheter to the controller and checked for loose contacts; however, the problem was not resolved. The procedure was not completed due to another spyscope ds ii was unavailable. The rescheduled procedure will be completed when a new spyscope ds ii is already available in the clinic. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and cholangioscopy procedures performed on (B)(6) 2023. During the procedure, the image of the spyscope ds ii was lost after seven minutes of usage. They reconnected the spyscope ds ii catheter to the controller and checked for loose contacts; however, the problem was not resolved. The procedure was not completed due to another spyscope ds ii was unavailable. The rescheduled procedure will be completed when a new spyscope ds ii is already available in the clinic. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10 the returned spyscope ds ii was analyzed, and a visual evaluation noted that one elevator mark was noted on the shaft of the catheter. An image assessment for visualization was performed. Upon plugging the device into the controller, a live image was displayed. Articulation of the catheter had no effect on the image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl). No camera wire damage was observed in x-ray imaging of the distal cap in the form of corrosion. No camera wire damage was observed in the pebax region. X-ray imaging of the handle showed no problems with the breakout region or camera wires around the strain relief. X-ray imaging shows no damage to the camera wires at the printed circuit board assembly (pcba). The handle was opened and the electrical components inside were inspected visually. There was no procedural residue seen in the plastic optic fibers (pof). Visual assessment showed no problems with the glue feature. The bond of the glue feature to the pcba was inspected; tweezers were used to wiggle the glue feature. The connection of the camera wires to the pcba was also inspected by slightly lifting the bottom of the glue feature for each of the four camera wires using the tip of the tweezers. No impact to image was seen after these interactions. A leak test was conducted to determine if a leak path into the optics lumen was present. The device was pressurized by injecting fluid through the irrigation port of the device while the distal end was inserted into a mock common bile duct (cbd) fixture. Pressure readings were recorded using a pressure gage and the device was pressurized until a reading was displayed on the gage. No change in pressure was observed after injection of fluid. The live image was stable as well and no changes were observed. The reported complaint was not confirmed. During product analysis, a live image was seen upon insertion of the device and after conducting a leak test, no leak was observed; there were no changes to the live image. Based on all gathered information, the probable cause selected for the visualization problem is no problem detected, which indicates that the device complaint or problem was not confirmed. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.